Event description:
It was reported that the pin collet heated up during testing at a distributor. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The failure was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. The device overheated and was noisy due to inadequate lube and debris affecting the components including the bearings. Debris and inadequate lubrication may limit the rotational properties of the device creating the thermal event. The bearings were replaced. Due to the age of the device and usage, it is possible that cleaning may have contributed to the failure. The device was repaired and returned to the account.

Manufacturer narrative:
A follow up report will be filed when the quality investigation has been completed.

Event description:
It was reported that the pin collet heated up during testing at a distributor. There was no patient involvement, and there were no user injuries or adverse consequences.